Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having low blood glucose. Customer had taken excessive glucose tablets and glucose gels. Customer was unresponsive and was taken to the hospital via ambulance on (B)(6) 2016 with blood glucose of 30 mg/dl. During hospitalization, customer's blood glucose was 400 mg/dl and was treated with injection. During troubleshooting, it was found that reservoir was showing more insulin than what was shown on status screen. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed 2.0 units fix prime with water reservoir, the water did exit the infusion set and the daily totals feature functioned properly. No delivery anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No physical damage to address serial number label noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.